Event description:
A pt reported blood glucose results of 180 and 138 mg/dl with a lifescan meter, performed within 10 minutes of each other. The pt also alleged that their test strips were damaged. The techniques for applying blood to the test strip and for cleaning the puncture site were correct. No injury or harm was alleged. Replacement items are being sent.